Manufacturer narrative:
Investigation is still in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that upon removal of the catheter a cuff roll was noted on the balloon.